Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when physician was using the suture, the needle popped right off the suture and fell into the patient¿s cavity. The physician was able to retrieve the needle from the patient. Another suture was used to complete the case. There was no patient injury.